Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 03/17/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's father to close all background applications and to reset the smart device to reestablish connection which was successful for the reported issue. No additional patient or event information is available.